Event description:
Customer reported an issue with incorrect time settings on their device, which was successfully adjusted with the assistance of technical support. There was no adverse impact on the customer¿s blood glucose level. Customer was advised to monitor the device and follow up if the time discrepancy persists, and they acknowledged the instructions.